Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. According to olympus representative, the scope reprocessor manufacturer has been called in to the facility to evaluate the situation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii xenon light source received a b30 scope communication error code. According to the customer two scopes were affected by a reprocessing issue that may have caused this event involving the light source. Further inquiry with the olympus representative, revealed after reprocessing, using a steris machine, the scopes were not completely dried leaving moisture and possibly residue. During set up, prior to a procedure, the scope caused an error message when introduced to the processor. The scope was be removed, and similar scope was used to complete the procedure. It is not certain which of the two scopes were the specific cause. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section b5 was corrected with information that was inadvertently left out of the initial report. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Error b30 was displayed due to a temporary communication failure caused by corrosion. Based on the results of the investigation, the definitive root cause of the faulty steris machine could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
After an olympus representative visited the facility, they concluded that the steris machine was likely the cause the reprocessing issue. The machine was not completely drying the scopes and left moisture and possibly residue on the scopes.